Event description:
As reported by the user facility: detailed inquiry description: citrate infusion with crrt, continuously alarming air-in-line. All troubleshooting completed related to tubing placement in sensor. Noted that tubing is filled with champaign air bubbles between air-in-line sensor and patient. Rn caregiver describes that they have been having this same issue all night. Pump removed from service, sequestered for testing with tubing (490100, unknown lot number). New pump and tubing (primary without y site/ ref: (B)(4), new bag initiated. Clinical value analyst reporting for bedside rn. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to a pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Furthermore, a measurement of the outer diameter of the pump segment tubing was taken and found to be 0.158 inches which meets the specification of 0.156-0.163 inches. Based on the investigation, the reported defect could not be replicated or observed. While the reported defect could not be observed with the provided sample, multiple complaints were reported against various items for air in line. Since a lot number was not provided, it is not possible to determine if this device met the specifications applied at the time it was manufactured. If the device was manufactured after actions implanted under an approved project, then the device is within specification. However, if the device was manufactured before the implementation of the actions taken within the approved project, there is a potential the device is not within specification. An approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.